Event description:
It was reported that the right ventricular lead exhibited high pacing lead impedance and capture threshold. The increasing lead impedance was noted since (B)(6) 2017. Lead revision is planned during a device system upgrade procedure. As a temporary solution the lead settings were changed. No patient¿s symptom was reported.

Event description:
New information on 08/28/17 stated that the right ventricular lead was capped and a new lead was implanted successfully. The patient was stable throughout the procedure.